Event description:
Additional information: the patient was treated with steroid. Pigmentation of the area is expected.

Manufacturer narrative:
The datalog and treatment tip were returned for evaluation. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an radio frequency treatment, the radio frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. During evaluation of the treatment tip, service confirmed damage on the tip membrane along the rf trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with rf trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane, potentially resulting in patient burns. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. Service confirmed damage on the tip membrane along the radio frequency trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with rf trace damage. Based on the available information, the patient burns were caused by damage on the tip membrane along the radio frequency trace. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. Investigation complete.

Manufacturer narrative:
The treatment tip was used for 900 treatments. Tip passed flow, leak, and thermistor testing. Tip failed visual testing due to dielectric breakdown being seen. No functional test was performed due to zero reps remaining. Evaluation of system logs and treatment tip has been completed. Based on the evaluation of the data, the handpiece and system performed as expected. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Further investigation is underway.

Event description:
The user facility in (B)(6) reported a patient sustained a burn with redness and swelling on the left side of the face just after thermage treatment. The left side of the face was started at 450 reps, when shooting two or three shots under the eye, the patient felt a strong pain. The treatment was resumed with the energy level reduced to 3.0 - 2.5 and much more gel was added. However, the redness appeared just after treatment. Some swelling also appeared on the left part of the face after a while. The highest energy level used: 2.5 - 3.5. The treatment tip was inspected prior to use with no anomalies noted. The treatment tip was reinspected when the patient reported pain. No system errors occurred and nothing out of the ordinary was observed during treatment. Additional information has been requested of the patients outcome and if medication was required to treat the symptoms.